Manufacturer narrative:
The fse went for onsite service and found out that the speaker assembly cable was not plugged in. The speaker functioned as intended once it was plugged back in. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
The customer reported a speaker malfunction no sound was coming from the device. It is unknown if the device was not use at time of event, there was no adverse event reported.